Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage from the catheter connector was found. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. Some tensile weakness was observed in the catheter just distal to the strain relief of the distal connector piece. The sample was flushed and pressurized with a 12 ml syringe of water and a spraying leak was observed originating from the white oversleeve of the proximal connector piece. A microscopic observation revealed two small, jagged splits in the white oversleeve of the connector. Striations were observed on the uneven fracture surfaces. The splits were observed to be opposite each other and at the location where the distal tip of the red flushing hub was within the oversleeve. The distal tip of the flushing hub was observed to be damaged and appeared to have been punctured and compressed at three locations along its circumference. The observed characteristics and location of the splits in the oversleeve as well as the damage observed on the flushing hub beneath the oversleeve suggest the catheter was damaged by a hard, likely metal instrument. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage from the catheter connector was found. There was no reported patient injury.